Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico.

Event description:
Reference number (B)(4). Event occured in mexico. On (B)(6) 2025, patient experienced an alarm indicating a blockage in the insulin flow. Upon investigation, it was determined that the obstruction occurred within the tubing of the infusion set. No further information available.